Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a hair inside the packaging located on the silicone tubing. The reported condition was verified. The cause of the reported condition was determined to be assembly error of the tube set into the pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside of the packaging of a fluid transfer tube set. This was discovered prior to use. There was no patient involvement. No additional information is available.